Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and confirmed the reported issue. The rse determined that the speaker required replacement. The customer was provided a replacement speaker to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported the device shows a message "fault eqpt speaker" and there is no sound triggering for alarms. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.